Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture,requested on (B)(6) 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and "little amount externally in the folds of the implant - reactive fluid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "little amount externally in the folds of the implant - reactive fluid".

Event description:
Healthcare professional reported right side rupture and "little amount externally in the folds of the implant - reactive fluid". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture and "little amount externally in the folds of the implant - reactive fluid". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the device. Rupture: observed opening assessed as fold flaw opening. Additional observations: observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.